Event description:
The pump ran out of drug 5 days earlier than expected; no audible alarms were occurring. The pt was in pain. The pt was hospitalized and given im injections of morphine for coverage; the facility did not have sterile morphine available to refill the pump. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.